Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the infusion set and cartridge and resumed insulin. There was no adverse impact to customer¿s blood glucose level.